Event description:
It was reported that pump displayed temperature alarms while charging, even though pump had not been exposed to extreme temperatures. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged a replacement pump, instructed customer to place old pump in storage mode, reenter pump settings and reconnect continuous glucose monitor on replacement pump, and return malfunctioning pump using prepaid label within specified time frame.